Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Additionally, it was reported that the wake button was not working. Customer's blood glucose level was 76 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.